Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Three events were confirmed during testing. One device was affected by compromised lubrication and missing paint chips. One device was affected by damaged bearings and missing paint chips. One device was found to be affected by a damaged nose cone and missing paint chips. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had missing paint chips and was overheating. There was no patient involvement; no patient impact.